Event description:
Healthcare professional (hcp) reported home patient (hp) reported the door on the baxter uv-flash device would not open and continued the flashing process three more times resulting in the transfer set being melted. Hcp stated hp called the baxter operational assistance group and they assisted home pt in getting the door on the uv-flash opened an hp found that the transfer set melted and fluid was leaking. Hp went to the clinic, the transfer set was changed, and two grams of vancomycin times one dose was administered as a prophylactic measure.